Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015 an edsiii was placed for recurring hydrocephaly. Crystals were detected in the system by the nurse. The doctor ahs decided to remove the system on (B)(6) 2015. 3cm white crystals were found in the catheter removed. Clinical consequence : worsening of clinical signs. On (B)(6), change of the system with a new drainage catheter kabula from sophysa connected to a drainage ki codman (code 821735 lot n° cthbfm). On (B)(6), valve implantation (valve polaris from sophysa code spv200, serial(B)(4)). Lcr analysis of the removed catheter. Part of the device will be returned for evaluation. Incident reported by the hospital to the (B)(6).

Manufacturer narrative:
Upon completion of the investigation it was noted that the 150mm of catheter was visually inspected; biological debris could be seen inside the catheter. The 150mm of catheter was irrigated with purified water; some biological debris was flushed out. A research for related complaints was done for product code 82-1730 for the last 3 years, no other issue was found. Review of the history device records confirmed the device product code 82-1730 with lot cthbfm, conformed to the specifications when released to stock in 25th june 2015. Review of the history device records confirmed the device product code 82-1730 with lot ctfczz, conformed to the specifications when released to stock in 1st june 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-1730, with lot cthbfm, conformed to the specifications when released to stock in 25th june 2015. No root cause could be determined since no sample was returned for evaluation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.